Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacturer's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device shuts off while in "haptics". There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical interventions or prolonged hospitalizations reported. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Pt identifier: this field was erroneously populated as "none"; there was patient involvement, as correctly indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.